Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to insulin flow block. Also reported crack on the backside of pump and the screen was getting blurry. The customer reported blood glucose value of 442 mg/dl was treated with insulin injection through syringes and assisted/self treatment of severe glycemic excursion. The event involved product mmt-332a, mmt-1884 and mmt-399a. Troubleshooting was not performed for insulin flow block and the past event was not resolved. Troubleshooting was performed for cosmetic damage and found the crack at t nearhe edge of the belt rail clip, and whenever the reservoir was removed, small chips were also observed inside the reservoir compartment. The crack on the pump was affecting the pump functionality. Found the damage at retainer ring. Troubleshooting was not performed for partial display. Troubleshooting was partially performed for high blood glucose and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a and mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.